Event description:
Meter name: profile. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: can't stay awake. Feeling tired. A patient reported they had dropped the meter a couple times the past week and now cannot get past the not ok message and cannot test for two days now. Their meter allegedly would only prompt message not ok. The result on their meter was unknown. The result on the none. The time difference between patient's meter: no comparison. Treatment: not treatment. No further information has been reported.